Manufacturer narrative:
The product was not returned. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on 12/18/2012 and 01/02/2013 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported an intraocular lens (iol) was exchanged for a different model lens. Additional information has been requested.